Event description:
The patient presented to the clinic due to decrease in the r waves and increase in the pacing thresholds. Chest x-ray confirmed lead dislodgment. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes the patient received trauma to the chest area in (B)(6) 2012. In (B)(6) 2012, poor sensing and high capture thresholds were seen. The lead was explanted and replaced.